Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment in this case, per report, the ventricular positioning of the valve was related to patient factors (¿outpouching¿ in the lvot that needed additional coverage). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
During a transapical procedure, the sapien xt valve was deployed in a too ventricular position requiring a deployment of a 2nd valve to resolve paravalvular leak (pvl). As reported, a CT revealed what appeared to be small outpouching or diverticulum in lvot. The valve was deployed 40:60 aortic/ventricular in an effort to cover the lvot anomaly with the skirt of the valve. The patient was stable with good hemodynamics and rhythm but moderate pvl was noted. It was decided that more coverage and radial force was needed on the aortic side to cover the pvl, which was thought may have been filling of the outpouching. A second valve was positioned and deployed 60:40 a/v inside the first valve with good apposition. The pvl was reduced to trace. During and after the procedure the patient remained stable. The native annulus measured 26mm by tee and 23mm x 26mm with an area of 580mm2 by CT. There was moderate native valve/leaflet calcification, and no aortic root calcification was noted. Coaxial alignment of the delivery system and valve was good and the image intensifier angle was reported as good. Ventilation was held during valve deployment and there was no loss of pacing capture.